Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 3005099803-2008-04448. It was reported that during a ureteroscopy procedure two graspit devices would not open. The procedure was completed with a zero tip basket. There were no patient complications, and the patient was reported to be fine.